Event description:
The device was returned to the service ctr for a report from the customer contact that the device will not turn on with dc power. This is not a reportable malfunction. However,during verification testing at the service ctr, battery leakage from the disposable batteries were noted.

Manufacturer narrative:
During testing corrosion was found on the positive battery contact on the middle printed circuit board, battery door, and battery compartment. This was due to aa battery leakage which caused corrosion. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter all the info known by the reporter upon query by hospira personnel.